Event description:
CT confirmed that the wrong patient CT mako scan was uploaded under the correct patient name. Both the husband and wife had CT appointments the same day, and the wife¿s CT scan was uploaded under the husband¿s name. Therefore, the husband¿s bone registration was consistently off by 1.2 mm because we had the incorrect scan, but correct patient name and mrn. Case type: pka. Surgical delay: 30-60 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding receiving the incorrect CT scan involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 069 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding receiving the incorrect CT scan. There were no other reported event for the listed catalog number. Conclusion: device inspection was not performed because the mps confirmed that the CT department was at fault due to delivered the incorrect scan under the correct patient name and identifier.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
CT confirmed that the wrong patient CT mako scan was uploaded under the correct patient name. Both the husband and wife had CT appointments the same day, and the wife¿s CT scan was uploaded under the husband¿s name. Therefore, the husband¿s bone registration was consistently off by 1.2 mm because we had the incorrect scan, but correct patient name and mrn. Case type: pka. Surgical delay: 30-60 minutes.